Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag 2.5%therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag 2.5% (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, 96 hourly, ip), amikacin (250 mg, loading dose, ip) and amikacin (125 mg, once daily, ip). At the time of this report, the patient remained hospitalized. The outcome of the peritonitis was unknown. Action taken with dianeal pd2 ultrabag 2.5% and remedial therapies were not reported. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag 2.5%.

Manufacturer narrative:
(B)(4). The result of the culture, performed on (B)(6) 2011, revealed no growth. On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. Remedial treatment with vancomycin and amikacin were discontinued on an unreported date.